Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device implantation an implantable cardiac monitor was unable to be interrogated and communicated with via magnet and bluetooth. Multiple programmer resets and attempts to interrogate failed. The implantable cardiac monitor was exchanged for another. Patient had no consequences as a result of the event.